Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture; however, the accuracy test got failed. Sensor thermistor testing and poise voltage test were performed and poise voltage test results were not within specification. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. Sensor was scanned and no issues were observed. The sensor was reprogrammed and activated to perform the smu test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs(device history review) showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.